Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error external ram crc error and unexpected restart. It was also reported insulin pump was not accepting was not accepted battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.